Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information from the patient implanted with this pacemaker, that during a recent in clinic device check, several premature ventricular contractions (pvcs) and episodes of ventricular tachycardia (vt)/ventricular fibrillation (vf) were observed. The patient reported no symptoms as a result, however, indicated that they had not experienced any of these events until the last 6-8 months. The patient shared this information with a family member who is a physician, who then shared the information with an electrophysiologist who felt that the vt/vf was caused by the pacemaker sensitivity settings. The patient contacted boston scientific technical services (ts) to discuss this information and ts referred the patient back to their physician. No adverse patient effects were reported. This product remains implanted and in service.